Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Date of event were not provided. If the requested information becomes available, a supplementary report will be submitted. Explant date is not applicable since the product was not removed. Patient age is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.